Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that during an unknown procedure, the jaws of the enseal would not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.